Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted last (B)(6) 2013 and a stent removal turned into ureteroscopy with laser lithotripsy procedure was performed on (B)(6) 2013. According to the complainant, during the procedure on (B)(6) 2013, the physician pulled the stent in the clinic but the stent would not come out. The patient was brought to the operating room because the stent was severely encrusted in the renal coil through the length of the stent, and in the bladder coil. Laser fibers were used to break the stone, and baskets were used to completely remove the encrusted stent from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual inspection was performed on the returned polaris ultra ureteral stent and revealed that the stent has an evidence of severe calcification at the bladder pigtail, and the stent was black when received. The circumstances under which the stent was found calcified could be related to a known physiological effects of the procedure, which are noted within the directions for use. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for this incident is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted last (B)(6) 2013 and a stent removal turned into ureteroscopy with laser lithotripsy procedure was performed on (B)(6) 2013. According to the complainant, during the procedure on (B)(6) 2013, the physician pulled the stent in the clinic but the stent would not come out. The patient was brought to the operating room because the stent was severely encrusted in the renal coil through the length of the stent, and in the bladder coil. Laser fibers were used to break the stone, and baskets were used to completely remove the encrusted stent from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.